Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and calcified external iliac vein. An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for pre-dilation. After a stent was placed, the same balloon catheter was re-inserted for post dilation. However, during the third inflation at 3 atmospheres for 1 second, the balloon ruptured. The device was removed and there were no fragments left inside the patient. The procedure was completed with an 18x40 xxl esophageal balloon catheter. There were no patient complications reported.